Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was a crack on the hub of a 6f .070 extra back-up (xb) 3.5 x 100cm vista brite tip guiding catheter. There were no reports of patient injury. The staff had discovered the defect and had presented it to the physician. The product was returned for analysis. A non-sterile catheter 6f .070 xb 3.5 100cm was received coiled inside a plastic bag. The catheter was thoroughly inspected focusing on the luer hub area observing that the unit presented several kinks located approximately at 25, 45, and 85cm from the distal tip. The luer hub does not present any damages or anomalies. Per dimensional analysis measurement results were found within specification. A product history record (phr) review of lot 18160638 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked¿ was not confirmed by analysis of the returned device as visual and dimensional analysis was performed successfully. The exact cause of the reported event could not be determined. However, several kinks were observed on the returned unit. The dimensional analysis results of the od and ID were found within specification. The exact cause of the observed damages could not be conclusively determined during the evaluation. Procedural factors and handling process may have contributed to the failure as reported. According to the safety information in the instructions for use, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18160638 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a crack on the hub of a 6f .070 extra back-up (xb) 3.5 x 100cm vista brite tip guiding catheter. There were no reports of patient injury. The staff had discovered the defect and had presented it to the physician. The device will be returned for evaluation.